Event description:
After iabp insertion, the console alarmed leak in helium line. After several attempts to fix issue, it was decided to switch console. Biomed was called for console. Iab placed pre-open heart surgery. Patient stable throughout. Transported to operating room (or) from cardiac catheterization lab without incident. No apparent harm resulting. Helium tank valve and o-ring replaced and unit and placed back into service.